Manufacturer narrative:
Correction: upon review, the implantable cardiac monitor should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a communication anomaly and was no longer connected to the patient's mymerlin mobile application. No interventions have been made at this time. There were no consequences to the patient.